Manufacturer narrative:
A user facility complaint was received on 1/30/2023, reporting, "suction fails, patients aspirating worry." The sample has not yet been returned to deroyal for evaluation. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.

Event description:
"Suction fails, patients aspirating worry."